Event description:
Pt had star sliding core bearing and tibial component revised.

Manufacturer narrative:
Ankle implant was realigned due to knee prosthesis implant post ankle surgery. No noted visual defects to implants. Review of device history records showed no anomalies.